Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via x-ray imaging, this right atrial lead appeared to have moved or dislodged from the implant location. The local field representative did confirmed capture and normal in range measurements; patient is non pacer dependent. The physician requested guidance on MRI completion, as patient is to have an upcoming open heart procedure for value work. To date, no lead revision has been completed and no adverse effects were reported. If the lead is revised at a later date, the event will be reopened and further updated.